Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure to treat a heavily calcified, heavily tortuous, de novo lesion in the proximal right coronary artery, pre-dilation was performed with three unspecified 1.5x12 mm, 2.5x18 mm, and a 2.75x15 mm balloon dilatation catheters (bdc). After pre-dilatation of the lesion, the 2.75x28 mm xience xpedition stent was deployed at 10 atmospheres, and a distal edge dissection was noted. Another xience xpedition stent was used as treatment, covering the dissection. There was no adverse patient sequela and no clinically significant delay during the procedure. No additional information was provided.